Event description:
It was reported that the patient had an "l2 osteoporotic compression fracture, and its cranial endplate had been damaged". During the bkp, "cement leaked from left anterior of the vertebra to cranial (threadlike)" and delivery of the cement was ceased right away. It was also reported that a total of 2.0ml (right) and 1.5ml (left) of cement were inserted in the patient. During the bkp, the cement was taken out of the fridge more than an hour before mixing. According to the report, the delivering speed was twice faster than usual and the cement was "runny" prior to being injected into the patient. Per the report, "the cement seemed to be softer" and when the cement was delivered in the cavity, the cement flowed toward the posterior wall. It was also reported that "the cement was inserted at both cavities at the same time by two surgeons, and its insertion speed was faster than normal." Immediately post-op, it was confirmed that "threadlike" cement extravasation occurred in the "vein from the treated level l2 to th12 (approx. 4cm in length)". During a follow-up exam, the "threadlike cement became two pieces and the pieces were found on the patient's chest (1-2cm, around t5 level) and near the treated vertebra (approx. 2cm). The cement was found in the heart (less than 1cm), pulmonary artery (1-2 cm), and near the treated vertebra (approx. 2cm)." It was reported that the two pieces of cement had migrated to the patient's right atrium through the azygos vein and superior vena cava, and one piece of the cement remained in the right atrium (ra) and another piece passed through the ra and remained in pulmonary artery (pa). A part of the cement, which remained in the ra, had perforated the pericardium and lung forming a "pneumothorax" and the patient complained of mild chest pain. It was reported that 16 days post-bkp, a revision surgery to remove the cement from the heart was performed by a cardiac surgeon. A small incision was added to the heart, and the cement was pulled out. The surgery was completed successfully. During a follow up visit 29 days post-bkp, the patient was "under intubation due to deliria" when a cerebral infarction occurred and partial paralysis was confirmed. Additional surgery to remove the cement fragment from the patient pulmonary artery was postponed due to the cerebral infarction. According to the report, the physician does not believe that bkp is related to the cerebral infarction but may be related to the patient's history of hypertension and hepatic cirrhosis condition. No further information was reported.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an l2 compression fracture. Reportedly, after creating cavities using the balloons, the cement was inserted using bone filler devices (bfds) and during delivery of the cement into the cavities, fluoroscopic image showed a "cement leak". The physician "stopped filling the cement, and the procedure was completed". The patient's "vitals are stable" according to the report. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.